Event description:
It was reported that "mistargeted both proximal tibial screws. Were able to use 5.0 cannulated screw, and then get the static tibial screw in. The dynamic freehanded with short drill bit and were able to put the original 5 30 in."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.